Event description:
On event date, the user facility's rn informed the MFR's rep of an incident at his facility. The user facility's rn was faxed a copy of an incident form to be completed and returned. On 09/2001, the user facility's risk manager informed the MFR's rep of the following: the pt had a device removed and during explant of the device the device catheter broke while pulling and embolized. The embolized catheter was attempted to be removed in radiology without success. The device portion was removed and remains at the user facility. The pt was discharged with the embolized catheter and was asymptomatic for signs of catheter fracture. The pt is to return to the user facility to radiology to attempt removal of the embolized device catheter. The user facility will contact the MFR with any further details.